Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was implanted successfully. However, the following day, just prior to discharge, the patient's vitals were abnormal. A rapid response team (rrt) was called. The patient was found to have a small pericardial effusion and it was decided to perform a pericardiocentesis. The patient expired during this procedure. No x-rays were obtained, so it was unknown if a lead had caused a perforation. The cause of the pericardial effusion was not known. Available information suggests the device and leads were not explanted post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.